Event description:
The customer reported the generation of erroneously low sodium (na), potassium (k), and negative ammonia (amm), vancomycin (vanc) and ethanol (etoh) results for three (3) patients on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as hardware. The fse performed preventative maintenance (pm) and troubleshooting measures which included replacing the reagent syringe, detergent pump tubing, and the vacuum pump assembly to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4) .